Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 14 x 1.51 mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 1.50 mm x 15 mm maverick²¿ balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 19692335 to 19813417. Device expiration date 09/30/2019 to 10/31/2019. Device manufactured date 09/08/2016 to 10/08/2016. Device evaluated by MFR.: returned product consisted of a maverick mr balloon catheter. The balloon was loosely folded with blood in the balloon and wire lumen. Microscopic inspection revealed a pinhole in the balloon material, 4mm distal of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 14x1.51mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.